Manufacturer narrative:
Additional information: h11: a review of event history log revealed multiple occurrences of infusions at recommended parameters.

Event description:
It was reported that a spectrum iq infusion pump over-infused zosyn during delivery. Zosyn finished 4 hour infusion in 1.5 hours. The pump was programmed to run 100 ml over 4 hours, delivered the total volume within roughly 90-120 minutes. The nurse changed the rate back to 10ml/hr due to the secondary bag being empty. Earlier the programming at 25ml/hr for zosyn was correct where the pump states that only 64.5ml had been delivered the primary volume in addition to the secondary volume of 100ml had been given. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusing, zosyn finished 4 hour infusion in 1.5 hours" was not reproduced. Evaluation sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 39.200 and passing error percentage of -2.0%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.